Event description:
The customer reported a ¿speaker operation problem¿ is displayed on their intellivue multi measurement server x2. The device was in use on a patient. There was no report of patient or user harm.